Manufacturer narrative:
Failure analysis noted that the insulin pump had no button response due to corroded keypad traces. There was no button error alarm. They were unable to perform the rewind, basic occlusion, occlusion, prime/compromised sensor, excessive no delivery and displacement tests due to the no button response. The pump had scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. There was no moisture damage inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 461 mg/dl at the time of incident. The customer stated that he accidentally fell in the ocean and the pump got wet. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.